Event description:
It was reported that pen ii omnitrope pen 10 was broken and the patient is without his medication. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: pen malfunction: the spring in my son's pen broke and I called and ordered a new one on tuesday, now its friday and its still not here! He hasn't had his medicine since the 27th.

Manufacturer narrative:
Investigation summary: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation revealed pry marks on the pen button and missing internal pen spring. The pen could not be tested for the reported issue of pen malfunction. The root cause of the pen body missing spring is most likely due to end user misuse. The presence of pry marks on the pen button is further evidence of end user misuse. Pen malfunction: based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. Broken pen: based on analysis of the complaint pen, the root cause of the missing spring is most likely due to end user misuse or manipulation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ii omnitrope pen 10 was broken and the patient is without his medication. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: pen malfunction: the spring in my son's pen broke and I called and ordered a new one on tuesday, now its friday and its still not here! He hasn't had his medicine since the 27th.